Event description:
Philips received a complaint by the customer on the v60 indicating that the device is intermittent, informed that it is receiving an error code 1122 blower temperature high message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. It was noted that the event may have interrupted therapy, but there was no adverse reaction from the patient. The staff swapped the unit for another ventilator with no medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer informed that the error 1122 high blower temperature message cannot be duplicated, but verified it happened in the significant log. He stated respiratory already replaced the white air inlet filter. He plans to run the unit for many hours and if unit fails again with code 1122, then he will replace the blower assembly. The biomed customer informed that he checked with respiratory and they stated the air inlet filter was extremely dirty. Customer had the unit run for 5 hours and no problems found. Unit was returned back to respiratory for patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.